Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An as-received simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and the patient death. However, there is no documentation to show a causal relationship between the death and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The reported cause of death is cardiac related, and the patient has a reported history of unspecified cardiac comorbidities. All dialysis patients are at increased risk for cardiovascular mortality with cardiac disease being the leading cause of death in 43% of the dialysis population. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as causing or contributing to the patient death.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient passed away while connected to their cycler. The rn reported that the death was related to heart issues. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient was connected to the liberty select cycler for treatment on (B)(6) 2020 when their spouse found them already deceased. The physician reported the cause of death as cardiac related (unspecified). The pdrn stated that they had not seen any documentation with the exact cause of death listed. The patient has a history of unspecified cardiac comorbidities. The pdrn stated that neither the liberty select cycler nor pd therapy is suspected as causing or contributing to the patient death. The patient¿s spouse reported to the pdrn that the liberty select cycler has been scheduled for pick up to be returned to the manufacturer.